Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead was noted to exhibit a high capture threshold and was not used. The patient remained in stable condition.